Event description:
The caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was able to successfully charge the pump using secondary charging supplies.